Event description:
A customer reported that their pump screen was dark and would not turn on, and the battery of the t:slim x2 pump was not charging. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to check various troubleshooting steps, such as pressing the button in a specific manner and using known working charging supplies. However, the issue persisted, and technical support was to continue troubleshooting the battery charging problem.